Manufacturer narrative:
(B)(4). G2: foreign: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported approximately one (1) month post op that the surgeon noticed on x-ray that part of the implant had disassembled from itself. The patient did not report any clinical symptoms or clinical signs and there is no plan for a revision surgery to remove the foreign body from the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a small metallic object overlies the proximal humerus. This likely represents the detached surgical implement described. There is no fracture. Bone quality is osteopenic. A small metallic foreign body is noted at the proximal humerus consistent with the reported displaced surgical implement likely related to the anchor placement. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.